Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and device breakage ("device breakage") in a 34-year-old female patient who had essure (batch no. C06617,c04817-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". Medical conditions: she denies vaginal bleeding or dysuria. Concurrent conditions included ovarian cyst and follicular cyst of ovary. Concomitant products included vitamins nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced nausea ("nausea") and vomiting ("vomiting"), 6 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic discomfort ("pelvic discomfort"), abdominal pain lower ("cramping") and presyncope ("vasovagal reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the device breakage, nausea, vomiting, pelvic discomfort, abdominal pain lower and presyncope outcome was unknown. The reporter considered abdominal pain lower, device breakage, nausea, pelvic discomfort, pelvic pain, presyncope and vomiting to be related to essure. The reporter commented: essure placement via hysteroscopy the delivery catheter was retracted and the device deployed. The device was noted to be in good position diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2015: results: device breakage tiny metallic device seen. Diagnostic results: on 28-sep-2015:pelvic ultrasound, transabdominal and endovaginal: unremarkable sonographic appearance of the uterus and ovaries, with bilateral fallopian tube occlusion devices noted. Ultrasound did show a left ovarian simple follicular cyst. Lot number c06617 is invalid. Lot number c04817 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 34-year-old female patient who had essure (batch no. C04617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies vaginal bleeding or dysuria. Concurrent conditions included ovarian cyst and follicular cyst of ovary. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 6 days after insertion of essure, the patient experienced nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic discomfort ("pelvic discomfort"), abdominal pain lower ("cramping") and presyncope ("vasovagal reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the nausea, vomiting, pelvic discomfort, abdominal pain lower and presyncope outcome was unknown. The reporter considered abdominal pain lower, nausea, pelvic discomfort, pelvic pain, presyncope and vomiting to be related to essure. The reporter commented: essure placement via hysteroscopy the delivery catheter was retracted and the device deployed. The device was noted to be in good position diagnostic results: on (B)(6) 2015:pelvic ultrasound, transabdominal and endovaginal: unremarkable sonographic appearance of the uterus and ovaries, with bilateral fallopian tube occlusion devices noted. Ultrasound did show a left ovarian simple follicular cyst. Most recent follow-up information incorporated above includes: on 10-may-2018: mr received: new reporters, product lot number added.new events cramping and vasovagal reaction added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and device breakage ("device breakage") in a 34-year-old female patient who had essure (batch no. C06617-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". Medical conditions: she denies vaginal bleeding or dysuria. Concurrent conditions included ovarian cyst and follicular cyst of ovary. Concomitant products included vitamins. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced nausea ("nausea") and vomiting ("vomiting"), 6 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic discomfort ("pelvic discomfort"), abdominal pain lower ("cramping") and presyncope ("vasovagal reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the device breakage, nausea, vomiting, pelvic discomfort, abdominal pain lower and presyncope outcome was unknown. The reporter considered abdominal pain lower, device breakage, nausea, pelvic discomfort, pelvic pain, presyncope and vomiting to be related to essure. The reporter commented: essure placement via hysteroscopy the delivery catheter was retracted and the device deployed. The device was noted to be in good position diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2015: results: device breakage tiny metallic device seen. Diagnostic results: on (B)(6) 2015:pelvic ultrasound, transabdominal and endovaginal: unremarkable sonographic appearance of the uterus and ovaries, with bilateral fallopian tube occlusion devices noted. Ultrasound did show a left ovarian simple follicular cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and device breakage ("device breakage") in a 34-year-old female patient who had essure (batch no. C06617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test." Medical conditions: she denies vaginal bleeding or dysuria. Concurrent conditions included ovarian cyst and follicular cyst of ovary. Concomitant products included vitamins. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 6 days after insertion of essure, the patient experienced nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic discomfort ("pelvic discomfort"), abdominal pain lower ("cramping") and presyncope ("vasovagal reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the device breakage, nausea, vomiting, pelvic discomfort, abdominal pain lower and presyncope outcome was unknown. The reporter considered abdominal pain lower, device breakage, nausea, pelvic discomfort, pelvic pain, presyncope and vomiting to be related to essure. The reporter commented: essure placement via hysteroscopy the delivery catheter was retracted and the device deployed. The device was noted to be in good position diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2015: device breakage tiny metallic device seen on (B)(6) 2015: pelvic ultrasound, transabdominal and endovaginal: unremarkable sonographic appearance of the uterus and ovaries, with bilateral fallopian tube occlusion devices noted. Ultrasound did show a left ovarian simple follicular cyst. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs received. New lot number was added. Device breakage and patient did not underwent essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies vaginal bleeding or dysuria. Concurrent conditions included cramp in lower abdomen, vasovagal reaction, nausea, vomiting, ovarian cyst and follicular cyst of ovary. On (B)(6)2015, the patient had essure inserted. On (B)(6) 2015, 6 days after insertion of essure, the patient experienced nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the nausea, vomiting and pelvic discomfort outcome was unknown. The reporter considered nausea, pelvic discomfort, pelvic pain and vomiting to be related to essure. The reporter commented: essure placement via hysteroscopy the delivery catheter was retracted and the device deployed. The device was noted to be in good position diagnostic results: on (B)(6) 2015:pelvic ultrasound, transabdominal and endovaginal: unremarkable sonographic appearance of the uterus and ovaries, with bilateral fallopian tube occlusion devices noted. Ultrasound did show a left ovarian simple follicular cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Case became medically confirmed. Concomitant condition updated. Lab data updated. Product, patient & reporter information updated. Events pelvic pain, nausea, vomiting were added.(follow-up 1, 2 and 3 processed together) on (B)(6) 2018: (follow-up 1, 2 and 3 processed together) on (B)(6) 2018: (follow-up 1, 2 and 3 processed together) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (pelvic surgery on (B)(6) 2015). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.